Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 14.30mm x 4.93mm was found to be broken off the distal tip. The broken piece was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited the jaws broken off during surgical preparation/dissection. The instrument had been inspected prior to use and was without defect at that time. A fragment fell into the patient during procedure. The piece was retrieved immediately, and no fragment remained in the patient. The procedure was completed.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis. .